Event description:
It was reported a patient who underwent an implant procedure or a 21mm epic supra valve w/flexfit in 2019 underwent an explant of the same valve on (B)(6) 2022. During the procedure, upon explant, the leaflet appeared "ok" and an unidentified white substance (deposits) were observed below the leaflet and around the cuff. The physician did not feel the white substances were pannus or calcification. The explant procedure was indicated due to the patients high gradient pressures. A new 19mm, non-abbott device was implant. The patient has been discharged. No additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Explant due to valve high gradient pressure was reported. The investigation found that cusp 2 was torn. There was outflow surface pannus limited to the sewing cuff. There was degenerative changes on all cusps. No inflammation or significant calcification was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the tear could not be conclusively determined; however, the degenerative changes noted to the tissue could have contributed to the tear formation. In the absence of any calcification or evidence for infection, the reported event is consistent with a non-calcific leaflet tear. A non-calcific leaflet tear is a form of structural valve deterioration (svd), which is a well-known complication from valve replacement surgery. A non-calcific leaflet tear is commonly attributed to increased operational leaflet stress but may also be related to biological factors which result in tissue degeneration characterized by loss of collagen. In this case, histological evaluation did demonstrate loss of collagen at the tear site, which could have contributed to the formation of the tear.